Event description:
It was reported that the patient under toe surgery on (B)(6) 2014 and suture was used to close deep tissue. Approximately two weeks post-op, the patient experienced swelling, pain and drainage from the site. The surgeon opined that the patient was having a reaction to the suture. The patient stated they had informed the surgeon not to use absorbable suture because, they tend to have a reaction. No treatment was given at that time. Approximately one week later, the patient was started on antibiotic for possible infection. The site was cultured, debrided and reclosed on (B)(6) 2014. The initial culture result was negative but eventually grew positive. The patient was started on antibiotic treatment. The patient went for follow-up appointment and no further treatment was done. The surgery site remains red and swollen but the pain has decreased.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.